Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years. The reason for explant was not provided. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the op report received, the patient presented with aortic insufficiency due to a prosthetic aortic perivalvular leak. The patient was recently hospitalized with congestive heart failure and was found by tee to have a large perivalvular leak at the junction between the left and non-coronary cusp. She also had severe mitral and tricuspid regurgitation with preserved left ventricular function. Upon inspection of the aortic valve, the patient did have a perivalvular leak underneath the left coronary cusp. The device was replaced with a larger edwards valve. At the end of the procedure, there was no perivalvular leak. Aortic valve regurgitation/insufficiency occurs when some of the blood leaks back (regurgitates) through the aortic valve into the left ventricle. Regurgitation/insufficiency can occur due to multiple factors, some patient related and others related to intrinsic properties of the valve itself. Common characteristics associated with regurgitation/insufficiency can include structural valve deterioration, leaflet tear, or leaflet disruption. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the specific nature of this event could not be confirmed.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the reported event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted if any new information is received.